Manufacturer narrative:
It was reported the unit burned. Visual inspection of the unit revealed that the lead wire and heater wire had been damaged, resulting in a small spark that contacted the fabric foundation. We also noted several other damaged components and evidence of misuse on the part of the consumer.

Event description:
It was reported the unit burned.